Event description:
Information received by medtronic indicated that the insulin pump damaged at back. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located on the back of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, overlay scratched, scratched lcd window, missing display window/cover, cracked case, broken battery tube threads, cracked case (battery tube), broken reservoir tube lip, partially detached retainer and cracked retainer. Cosmetic damage was confirmed broken battery tube threads and cracked case (battery tube). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.